Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-03322.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-03322. It was reported the patient had been experiencing pain at their anchor site since implant. In turn, the physician decided to explant the patient's anchors.